Manufacturer narrative:
This event is under investigation by zimmer biomet in complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that units handle was not cranking properly. It was reported that there was no patient involvement with this incident and it was indicated the event was "probably" discovered during cleaning, and that the nurse turned the handle and found it not working properly. No other clinical information was known.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, d2, g4, g7, h2, h3, h4, h6, h10. On april 26, 2018, it was reported that the units handle was not cranking properly. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Zimmer biomet surgical has previously repaired/evaluated meshgraft ii serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was september 10, 2009 where it was reported that the device was sent in with no reason for the repair and the cutter, side plates, gear, roller, screw and sliding pin were replaced. This is not a related issue. Product review of the meshgraft ii on may 31, 2018 revealed that handle, side plates, and carrier guide were all worn. The ratchet end of the roller was galled. The ratchet was frozen and will not turn. There were also dings and dents to the ratchet handle. Repair of the air dermatome has not been performed by zimmer biomet surgical at the time of this investigation since the customer has not made a decision on the aged repair quote. The reported event was confirmed since during initial inspection the ratchet was frozen and not turning. The root cause of the device¿s handle not cranking properly / cannot be specifically determined with the provided information since it is unknown how the ratchet became damaged. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.